Event description:
A health professional reported receiving a high reading of 362 mg/dl on their blood glucose monitor. The laboratory reference reading of 100 mg/dl was received within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification during control solution testing. The reported reading of 362 mg/dl was found in the meter's memory. All pertinent information available to abbott diabetes care has been submitted.